Event description:
This report is for one of two devices. Refer to associated manufacture report # 3005099803-2010-02655 for a description of the second device. A hydrothermablation console unit was to be used during a hydrothermablation (hta) procedure. According to the complainant, during preparation for the procedure, outside the patient, the heater canister heated up to melt down. The procedure was not completed due to this event. There were no patient complications reported. The condition of the patient was reported as "unknown". Attempts have been unsuccessful to obtain additional information.

Event description:
This report is for one of two devices. Refer to associated manufacture report # 3005099803-2010-02655 for a description of the second device. A hydrothermablation console unit was to be used during a hydrothermablation (hta) procedure. According to the complainant, during preparation for the procedure, outside the patient, the heater canster heated up to melt down. The procedure was not completed due to this event. There were no patient complications reported. The condition of the patient was reported as "unknown". Attempts have been unsuccessful to obtain additional information.

Manufacturer narrative:
The hta console unit was returned and evaluated. The complaint was not confirmed. Found fuses blown on power board at f4 and f5 locations which were replaced and the unit works properly. The root cause classification is undeterminable, as it is unknown what caused the fuses to be blown and if this is related to the event condition.